Manufacturer narrative:
The device was returned to greatbatch for evaluation and the reported event was confirmed. The cardan joint nearest the threaded tip was observed to be broken. The production records were reviewed and no discrepancies were identified. The failure is contained within the risk management files and falls within the predicted occurrence range. No further investigation required. Event date not reported. Complaint information provided by distributor, depuy orthopaedics.

Event description:
It was reported that the top joint of the inner body of the offset cup impactor handle is broken, it is stuck in place. No adverse events nor patient consequence were reported as a result of the malfunction.